Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated the left side of the patient's body was not 'working right' and that it was 'kind of frozen and stiff.' It was stated that the patient fell one week ago, and that he had been falling 'just about once or twice a week.' It was reported that the patient frequently falls on their side or back. It was noted that the patient was able to see the solid green indicator light, meaning the device was on. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient is still having concerns regarding their device or therapy but they are working with their doctor or representative. Appointment date noted for (B)(6) 2013.